Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had an infection at the distal portion of the midline incision site. It was noted that patient experienced shortness of breath and increased pain at the surgical sight. The patient was placed under oral antibiotics and was doing better.

Event description:
It was reported that patient had an infection at the distal portion of the midline incision site. It was noted that patient experienced shortness of breath and increased pain at the surgical sight. The patient was placed under oral antibiotics and was doing better. Additional information received patients midline incision remains infected and draining.

Event description:
It was reported that patient had an infection at the distal portion of the midline incision site. It was noted that patient experienced shortness of breath and increased pain at the surgical sight. The patient was placed under oral antibiotics and was doing better. Additional information received patients midline incision remains infected and draining. Additional information received that patient underwent a spinal cord stimulator explant procedure where all devices were removed. The explanted device will not be return as it was discarded at the facility. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7102315/7102290. Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43180 model: sc-4318. Batch: 34155007.